Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: migrated on left side and protruding from my tube to my uterine cavity') in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and miscarriage. Previously administered products included for an unreported indication: ortho tri-cyclen from 2005 to 2006. Concurrent conditions included fibroids, dysfunctional uterine bleeding, cyst ovary, menometrorrhagia, acute vaginitis and cervicitis. Concomitant products included ibuprofen (B)(6) 2011 to 2018 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhoea cramping"), back pain ("lower back pain") and flank pain ("sides pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and endometriosis ("endometriosis"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and metrorrhagia ("metrorrhagia bleeding b/w periods") and was found to have benign uterine neoplasm ("benign uterine tumor"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue and benign uterine neoplasm outcome was unknown and the menorrhagia, vaginal discharge, mood swings, vaginal haemorrhage, depression, endometriosis, back pain and flank pain had resolved. The reporter considered back pain, benign uterine neoplasm, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, genital haemorrhage, menorrhagia, metrorrhagia, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2009, (B)(6) 2008. Patient received treatment for migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain, dyspareunia and menorrhagia. Lot number: 632030, manufacturing date:2008/04, expiration date:2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), teratoma ("teratomas") and neoplasm malignant ("cancer"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, hormone level abnormal, neoplasm, teratoma and neoplasm malignant outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, neoplasm, neoplasm malignant, teratoma and vaginal discharge to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2009, 2008. Patient received treatment for migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Discrepancy noted: on (B)(6) 2019 essure confirmation test: result- other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, bladder problems, urinary problems, vaginal discharge, hormonal changes, tumors, teratomas, cancer. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: migrated on left side and protruding from my tube to my uterine cavity') in an adult female patient who had essure (batch no: 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and miscarriage. Previously administered products included for an unreported indication: ortho tri-cyclen from 2005 to 2006. Concurrent conditions included fibroids, dysfunctional uterine bleeding, cyst ovary, menometrorrhagia, acute vaginitis and cervicitis. Concomitant products included ibuprofen on (B)(6) 2011 to 2018 and medroxyprogesterone acetate (depo provera) from on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping"), back pain ("lower back pain") and flank pain ("sides pain"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced mood swings ("mood swings"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and metrorrhagia ("metrorrhagia (bleeding b/w periods") and was found to have benign uterine neoplasm ("benign uterine tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy -laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue and benign uterine neoplasm outcome was unknown and the menorrhagia, vaginal discharge, mood swings, vaginal haemorrhage, depression, endometriosis, back pain and flank pain had resolved. The reporter considered back pain, benign uterine neoplasm, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, genital haemorrhage, menorrhagia, metrorrhagia, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion: on (B)(6) 2009, 2008, on (B)(6) 2009. Patient received treatment for migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of explant and lot number was added. Event hormonal changes was updated to mood swings. Event tumor, teratomas and cancer was deleted. Outcome of the event vaginal discharge and menorrhagia were updated to recovered from unknown. New events abnormal bleeding (vaginal, menorrhagia), depression, fatigue, endometriosis, lower back pain, sides pain and benign uterine tumors were added. Onset date of the event menorrhagia, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse), mood swings, migration/migration of essure device location of device: migrated on left side and protruding from my tube to my uterine cavity and vaginal discharge were added. Reporter information, lab data, historical and concomitant drug. On 18-dec-2019: fu 3 & 4 were processed together. Mr received. Reporter information and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.